Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an extension exhibited high impedances during intraoperative impedance testing in stage 2 of an initial deep brain stimulation implant procedure when connecting the extensions and the implantable pulse generator (ipg). The surgeon disconnected and reconnected the extension to the ipg and also to the leads, with no change in impedances. The left extension was then tested in the ipg to rule out the ipg as the cause, and the leads and ipg were eliminated as causes, isolating the issue to the right extension. The extension was removed and replaced during the same procedure. The issue was reported as resolved, and the patient was reported alive with no injury.